Event description:
During an arthroscopic shoulder procedure, the surgeon noticed a brownish material in their joint. The surgeon reported that debris came from the uncleaned cannula. It was reported that the area was flushed and cleaned and that the procedure was not able to be completed at that time. Approx 4 to 5 months later surgery was completed, however, the pt was informed their clavicle was deteriorating and a portion was removed.